Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the investigation, it was determined this event was inadvertently reported as it does not meet reporting criteria.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guide wire of a wayne pneumothorax set was bent and unable to come back through the tip of the introducer. The trocar was unable to progress over the wire guide for insertion. No adverse effects to the patient have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.